Manufacturer narrative:
Results: the neuron 070 was fractured underneath the strain relief approximately 3.0 cm from the hub. Conclusions: the neuron 070 was flushed with water and a syringe and a leak was observed underneath the strain relief. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing thrombectomy procedure using neuron 6f 070 delivery catheters (neuron 070s). During the procedure, the neuron 070 was leaking near the hub in the strain relief area; therefore, it was removed. The procedure was completed using another neuron 070. There was no report of an adverse effect to the patient.